Manufacturer narrative:
Evaluation: the product ws not returned for analysis. Results from the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the patient experienced glare and dysphotopsia. The lenses were exchanged for different lens models. Additional information was received from the surgeon, who reported that the outcome of the event resolved with the iol exchange. There are two medical device reports associated with this patient. The first report was filed under MFR. Reporter# 1119421-2014-00857. This report is for the fellow eye.